Event description:
The customer reported obtaining white blood cell (wbc) vote outs on patient samples involving the coulter ac*t diff analyzer. The customer indicated that while troubleshooting the issue, the customer observed that approximately 1/2 cup of clear fluid had overflowed from the wbc bath and onto the counter. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer reported attempting to bleach the baths and zapping the apertures to resolve the wbc vote outs but issue was not resolved.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that the white blood cell (wbc) and the red blood cell (rbc) baths were not properly draining due to a defective waste pump and filter. The fse replaced the waste pump to resolve the leak and the wbc vote outs. The fse also discovered that the hemoglobin (hgb) lamp gain was high and the fse was unable to adjust the voltage. This event was not related to the leak or wbc vote outs reported by the customer. The fse replaced the hgb lamp and verified repairs per established procedures. As a preventative maintenance, the fse adjusted the clog detect and replaced the vacuum isolator chamber (vic). Failure mode of the event is attributed to a defective waste pump and filter; the instrument generated wbc vote outs to alert the customer of an instrument issue. The fse also replaced the hgb lamp due to high hgb lamp gain. (B)(4).